Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3] valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (manipulation of the devices), patient factors (access vessel characteristics not provided) may have contributed to the withdrawal difficulties, valve movement on the balloon, and subsequent placement of the valve in the svc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04985.

Event description:
Difficulties were encountered while crossing a pre-existing tricuspid surgical valve during a valve in valve (viv) procedure. Difficulties were also encountered during the withdrawal of the certitude delivery system, resulting in movement of a sapien 3 valve on the delivery system balloon. The valve was deployed in a non-target position. During an off-label trans-jugular tricuspid viv procedure, a 29mm sapien 3 valve and certitude delivery system would not cross the pre-existing surgical valve. The decision was made to perform a balloon valvuloplasty. Difficulties were encountered during the withdrawal of the delivery system and valve. The valve could not be pulled into the 21fr sheath and was pushed 4mm toward the nose cone. The valve was successfully deployed in the superior vena cava (svc). The procedure was then converted to the transfemoral approach. A new sapien 3 valve and commander delivery system were prepared. Following balloon valvuloplasty, the new sapien 3 valve was successfully deployed in the pre-existing tricuspid surgical valve. The patient was stable throughout the procedure. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient.